Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the controller was badly burned and was smoking. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient when charging the controller it started to smoke so the patient had to unplug the adapter. The patient had to remove the charger cable from the controller by pulling the cable out of the port with a pair of pliers. After removal, the patient saw that the charging port was badly burned and could not charge the controller.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated. The device was received and was being investigated under CAPA-000045 h3 changed from no to yes. Type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.

Manufacturer narrative:
Correction to d(4): sequence number changed from unavailable to (B)(6). Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4) correction to g(5): PMA/510(k) # changed from unavailable to k203768.